Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported low speed advisory alarms; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file showed that multiple low speed events were captured on (B)(6) 2019 with speed reductions as low as 3510 rpm (5090 rpm below the low speed limit), resulting in low speed advisory alarms. No low flow alarms, low speed hazard alarms, or full pump stoppages were recorded throughout the log file. The low speed events only occurred while the system was connected to the mpu and appeared consistent with a potential driveline wire compromise; however, the suspected driveline wire damage could not be confirmed as the device remains in use. Information provided indicated that a distal end driveline replacement was not requested and the patient was sent home on an ungrounded patient cable for tethered power support. The patient remains ongoing on (B)(4) and no additional events related to low speed alarms have been reported at this time.

Manufacturer narrative:
Approximate age of device: 2 years and 1 month. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricle assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced low speed advisories while laying down on their side. The account noted this event was similar to previous events the patient experienced before their revision on (B)(6) 2017. The observed behavior during the analysis of the patient's log file has been linked to potential issues with the percutaneous lead. X-rays were reviewed and determined to be unremarkable. Noted that the patient has recently lost 90lbs. The patient was sent home with an ungrounded cable and no external percutaneous lead repair will be requested. No further information was provided.